Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in middle cerebral artery (mca) using a penumbra system 3max reperfusion catheter (3maxc). During the procedure, the physician used a 3maxc to bring up a penumbra system ace 68 reperfusion catheter (ace68) to the target vessel, then removed the 3maxc. The physician then completed one pass using the ace68; however, upon completion of the pass, the physician realized that the distal tip of the 3maxc had fractured and migrated into the anterior carotid artery (aca). Therefore, the physician attempted to retrieve the fractured piece using a snare device without success for over three hours and the 3maxc piece remained lodged in the a1-a2 segment of the aca. The patient underwent an endovascular procedure the next day and the 3maxc piece was successfully removed using a snare device. It should be noted that there was no noted damage to the ace68 after removal. The patient was doing better post procedure.

Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.